Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin delivery after the alarms occurred. There was no reported adverse impact. Although requested, customer declined troubleshooting and follow up from tandem technical support.